Event description:
The patient reported, he has had an issue with the adhesive properly sticking with the last 6 boxes of his insulin infusion sets. He stated, the most recent incident was this morning when he woke up with elevated blood glucose and his infusion headset had fallen off during the night. He said his blood glucose reading was in the 400's mg/dl with his normal range being 80-140 mg/dl. He stated he corrected his blood glucose levels by inserting a new infusion headset and bolusing through his insulin infusion device (competitor product), the patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.